Event description:
It was reported that there was a cable rod failure. Revision surgery has not been scheduled at this time. The surgeon is continually monitoring the patient.

Manufacturer narrative:
Device has not been explanted; therefore, product evaluation is not possible. Unable to determine the cause of the event.